Manufacturer narrative:
Per log analysis the logs show the system was powered up on (B)(6) 2017, a perfusion screen is opened and is left opened until (B)(6) 2017. There is no indication during that date range that "system computer needs service" was displayed. The central control monitor (ccm) never went missing in the pump logs which would have occurred if "system computer needs service" was displayed.

Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The user facility left the system turned on overnight and when they came in the next morning, an error message on the central control monitor (ccm) was observed. The field service representative (fsr) was onsite and was not able to verify the issue. Data logs were returned on may 10, 2017.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a ''system computer needs service error logging in progress' error was observed with a blue screen. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.